Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular lead exhibited multiple ventricular tachycardia episodes that appeared as noise and sensing issues. The decision was made to intervene and a revision procedure will be scheduled in the near future. No additional adverse patient effects were reported.

Event description:
New information became available that this lead exhibited high thresholds, sensing issues and noise. The physician decided to surgically abandon the lead and it was successfully replaced.